Event description:
Reportedly, the pump was programmed to deliver vecuronium (neuromuscular agent). The programming is reported to have been entered incorrectly resulting in an overdelivery of this medication. The patient was on a ventilator at the time of this event and was managed without sequela.